Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the insulin pump alarmed change battery. The battery was changed and the insulin pump blinked twice and turned off. It was stated that the device was exposed to moisture since the customer went swimming with it. He also confirmed that the device is cracked. It was advised that the insulin pump would be replaced. The customer called back to report that she inserted a battery and received a critical pump error alarm. Customer's blood glucose value is unknown. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics assembly and motor. However, the insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump had cracked keypad overlay at the select button, cracked case at the battery tube side, scratched case, fading serial number label and keypad overlay texture damage.